Event description:
It was reported by the rep that during a lap. Nephrectomy procedure, the first device would not work and the clips were spitting out. The second device fired malformed clips. The third device jammed. Another same like device was used to complete the case with no pt consequence. All three devices were discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.